Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 87 mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.